Manufacturer narrative:
The tech found the speaker on the power control module (pcm) not working. He replaced the pcm and the audible alarms now work.

Event description:
Info received indicates no audible alarms are working on the bed.